Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hip replacement surgery, when the thread was used to suture, the thread was broken without any external force. After it was replaced, the above situation did not occur again, thus delaying the operation time.